Event description:
Patient came in to emergency room with syncopal episodes. Noise was discovered on rv lead causing pacing to inhibit. Patient is dependent chb. Physician was unable to gain access on the left scv and elected to keep left system intact set to vvi 45 max outputs and put a new pacing system on the right.

Manufacturer narrative:
(B)(6) 2020: this lead was explanted (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.